Event description:
A site representative, physician, reported that while navigating in an ent procedure, using landmarx, the software unexpectedly exited to the launch screen. A re-boot of the system allowed them to re-enter the application, it jumped to the navigation screen, and when attempting to go back a step, it jumped to the select patient task. The surgeon stated that in 'navigate' he could see the reference frame and probe in the tracking view, however, crosshairs remained red and the images were stationary. The patient was re-registered and the software behaved as expected. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information not available from site. Medtronic representative following-up at the site confirmed no core files in directory; checked the hd space for adequate availability; re-started and verified the application was functioning properly. Software investigation completed. Insufficient information available to determine root cause of event. No further issues reported.